Event description:
A customer contacted beckman coulter inc., (bec) and reported that due to worn (used) gas springs, the main cover of an au643-03e chemistry analyzer closed rapidly during reagent setup and hit a member of the laboratory staff on the head. The person sustained a bump on the head, but did not require medical attention. Patient treatment was no affected in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this issue on (B)(4) 2011. The gas springs were in a bad condition and the cover could not stay open for longer than few seconds. The fse attached the cover to the wall behind the analyzer, and it is now locked in an open position. Customer is waiting for new gas springs. Per bec labeling: "inspect the stability of the upper cover _ before starting daily analysis, check the stability of the upper cover of the analyzer to verify that it is stable and remains in the upright position when raised. If the upper cover starts to descend when opened, have the cover supports inspected and replaced by beckman coulter authorized personnel." Hardware is the root cause of this event. (B)(4).